Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient has suffered serious bodily injuries, including, but not limited to, extreme pain, , erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. No further information has been provided.